Event description:
We received a report from a distributor that a female pt experienced 'ulcers in the eyes' while using private label multipurpose solution to care for contact lenses. The reporter also indicated that her son similarly experienced corneal ulcers, see MDR 2020664-2009-00066. The complaint unit has not been returned. The pt has not yet responded to requests for additional info. We are attempting to obtain further info regarding the pt, her event, treatment, retrieval of the complaint unit and attending physician info to obtain professional eval.

Manufacturer narrative:
A review of the mfg records for the reported lot was performed; no deviations were noted and product met all specifications. Microbiology eval of retained unit from the reported lot showed the solution was sterile. The root cause has not been established.